Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that a customer questioned a result that was sent out. The customer tested a re-drawn sample from that patient, resulting higher. The customer performed a lookback and repeated all low testosterone results. The customer front loaded the samples and most repeated higher. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument. The cse found the sample probe vertical printed circuit board (pcb) cable and acid pump was found to be worn. The sample probe vertical sensor cable was replaced and the probe assembly was inspected, with no issues found. The cse replaced the acid pump. The cse ran quality control (qc), resulting within range. The cause of the discordant, falsely depressed testosterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed testosterone results were obtained on twelve patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same advia centaur xp instrument resulting higher. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed testosterone results.